Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation as revealed on the x-ray. It was stated that on the 2014 the patient hip was done and 4 months ago the hip started squeaking. It was also stated that he head started to wear out the shell. The patient has requested the removed parts to be set back to them. They are looking into legal action.